Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. It should be noted that veritas collagen matrix is terminally sterilized. Sterilization records were reviewed and product was sterilized to the specified dose limits. Medical device reports submitted in response to the user facility medwatch are manufacturer report numbers: 2183620-2011-00052, 00053, 00054, 00055, 00057, 00059, 00060, 00061.

Event description:
It was reported via a user facility medwatch report (B)(4) that there was increase in infections for patients receiving breast implants when veritas collagen matrix was used as a liner in the breast cavity to support the breast implant. In 2010, there were 5 cases and in 2011 there were 4 cases that resulted in infection, removal of the veritas implant and reimplantation. Through a case control study, the facility believes that there is a more frequent occurrence of surgical site infections when the veritas patch was used in these applications and has subsequently removed veritas from their service. Although requested, no further patient information regarding these specific events have been provided to synovis. Synovis personnel met with one of the reporting physicians on (B)(6) 2011. Overall the physician did not have concern regarding the infections.